Event description:
Boston scientific received information that the patient with this device received a shock and sought medical follow-up. During the in office interrogation, a red programmer screen was exhibited, instructing the operator to call the manufacturer. Interrogation confirmed a fault code indicating the system had reverted to a fallback function. Additionally, all ventricular lead measurements were absent, thus no critical therapy would be provided if needed. The boston scientific representative communicated that immediate replacement was recommended; however, no adverse patient effects were reported. A location for product replacement remained under discussion. Subsequently, the device was explanted, to be returned for a post market evaluation. Information communicated from the revision procedure, stated the device header was not sufficiently attached. No lead issues were noted and no chronic lead removal required. Another boston scientific device was implanted in the absence of adverse patient effects.

Manufacturer narrative:
Upon return, this device will be thoroughly analyzed. Following completion of laboratory testing a final report will be submitted.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation verified the device was operating in factory fallback mode. Visual inspection also verified the header was loose from the device case, opposite the header wires. Laboratory technicians severed the header wires and removed the header for closer inspection. Bodily fluid around the header wires was noted. Additionally, it was confirmed that an arc had occurred between the positive and negative defibrillation header wires. Next, device memory was reviewed. After attempt 2 of episode number 1871, neither a phase one pulse width measurement nor an end of episode timestamp were recorded. This indicates the device underwent a reset after shocking into a shorted lead condition.